Event description:
It was reported to manufacturer that the vns patient was seeking to have the device explanted due to ear pain on the left side, jaw pain on the left side and unspecified gastrointestinal problems. The physician had decreased the device settings and the side effects did decrease in intensity. The device has also been disabled, and the patient has decided to seek explantation of the device due to the ongoing side effects. The patient had reported the onset of these events over a year ago and diagnostic test results performed at that time revealed normal device function. Surgery has been scheduled, but has not yet occurred.